Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced button error and constant tone. The customer's blood glucose value was 75 mg/dl. The customer stated that the buttons are not responding. The customer stated that the clock is moving but the screen is locked. The customer reported a constant tone. The product was returned for analysis.

Manufacturer narrative:
All buttons function properly however, moisture damage was found on keypad traces. No button error alarm noted. The insulin pump was monitored for 24 hours with multiple basal rates. The insulin pump functioned properly. No unexpected constant tone or audio/beep anomaly noted during the testing. Device function properly during functional check including rewind and basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, unexpected restart test and all operating current measurement were normal. The connector on lcd board was inspected and no anomaly was noted. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.